Event description:
It was found that a small piece of the anchor had broken off. It potentially remained in the patient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: anchor pullout alleged failure: acl reconstruction and meniscus repair- anchor has been pulled off from repair site after insertion. The probable root cause could be use of excessive force. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was found that a small piece of the anchor had broken off. It potentially remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.